Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2012 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. The device completed a self-test on the (B)(6) 2016 however the device appears not to have switched off after this. There were further multiple manual power ups, of a continuous nature immediately after the self-test, which continued for approximately 35 minutes. The device completed a self-test on the (B)(6) 2016 and continued to complete self-tests up to the (B)(6) 2016. The device completed a self-test on the (B)(6) 2016 however again the device appears not to have switched off. There were further multiple manual ten minute power ups, of a continuous nature, after self-test and this continued for 7 hours. Although a successful self-test was recorded on the (B)(6) 2016, the ten minute power up of a continuous nature continued throughout the history log until the pad-pak became depleted. A further pad-pak was installed the device manually power cycled on the (B)(6) 2016. During testing in heartsine technologies, (B)(4), a test pad-pak was inserted and the device passed a self-test. The device failed to successfully power off via the on/off button. This confirms the reported fault. A successful test shock was delivered during the testing with an acceptable measurement being recorded. The device again failed to power off using the on/off button. Investigation found the reported fault can be attributed to capacitor failure. This would cause the device to fail to power off. The on/off circuitry was passed during final test at heartsine before being dispatched therefore failure of the capacitor would have occurred after this date.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.